Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   (Dhrs) (device history review) for the fs libre sensor kit was reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release.     All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported his son, the customer, adc freestyle libre sensor after 8 days of wear due to exposure to moisture. On (B)(6)2019, the sensor detached while in the shower and the customer experienced a hypoglycemic event and was unable to treat themselves. The customer was given something to eat as a treatment by the mother for their symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported his son, the customer, adc freestyle libre sensor after 8 days of wear due to exposure to moisture. On (B)(6) 2019, the sensor detached while in the shower and the customer experienced a hypoglycemic event and was unable to treat themselves. The customer was given something to eat as a treatment by the mother for their symptoms. There was no report of death or permanent injury associated with this event.